Event description:
It was reported that device interrogation showed device detected episodes of post paced t wave oversensing as vf episodes. The patient received therapy for one of the episodes. Programming changes were made. The patient condition was good following the event.